Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: enclosure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. Error code e-282 was noted in the error log. Also confirmed: rear enclosure bottom missing plastic, front enclosure cracked by sd door. The customer does not want any repairs done to the unit. The inlet air path assembly and removable air path foam were replaced per remediation.   The device was returned to the technician for additional evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: enclosure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. Error code e-282 was noted in the error log. Also confirmed: rear enclosure bottom missing plastic, front enclosure cracked by sd door. The customer does not want any repairs done to the unit. The inlet air path assembly and removable air path foam were replaced per remediation. The device was returned to the technician for additional evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the device was returned to the technician for further testing. The device failed a test step for o2 low flow. The device's active exhalation control module needs to be replaced to address the issue. No repairs performed. The device was scrapped. New information added to box d: product UDI and box h.